Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 134 ohms. No intervention has been performed at this time and the rv lead remains implanted and in service. No adverse patient effects were reported.